Event description:
The facility representative reported that the device shuts off even when plugged in or with new batteries. This was found during bio-med testing, with no pt involvement. Although baxter attempted to obtain info, details were not available regarding additional contact info. No additional info is available.

Manufacturer narrative:
The device has been requested for evaluation, however, to date it has not yet been received. As soon as the device is received and evaluated complete, a follow up report will be submitted.